Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with a device delivering shocks that was being aborted due to over-current detection. Device interrogation showed an alert message indicating that the high voltage lead was damaged. Hence, the lead was replaced.